Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition and high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray confirmed that the lead was fractured due to a clavicular crush. The lead was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.